Event description:
The customer contact reported the pt received more medication than intended. The device was programmed to deliver an unspecified concentration of 5fu at a rate of 45 ml/hr for a duration of 24 hours and delivery was started. No further programming parameters were provided. Reportedly after 12 hours, the device was "alarming to indicate the chemo bag completed." At this time, it was noted that the device displayed a vtbi of 548 ml; however, the 5fu container was empty. There was no reports of any adverse pt events. No medical interventions were reported. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.17 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the device center. A review of the history indicated the last programming occurred on (B)(4) 2010 at 2312 when line a was programmed to delivery at a rate of 45 ml/hr, vtbi (volume to be infused) of 1079 ml, for a duration of 24 hours. Line b programmed in the concurrent mode, to delivery at a rate of 125 ml/hr, vtbi of 1000 ml, for a duration of 8 hrs and the deliveries were started. At 0611, the device alarmed n186 distal occlusion. At 0613, delivery on line a was stopped with a volume infused (vi) of 312.8 ml and restarted. At 0615, the delivery on line a was stopped. At 0616, the delivery on line a was restarted with a vtbi of 764.8 ml. At 0706, device alarmed n186 and the delivery on line a was restarted with a vtbi of 727.8 ml. At 0721, device alarmed n160 line b vtbi complete. At 0723, line b was reprogrammed to deliver a vtbi of 500 ml and the delivery was restarted. At 1107, the device alarmed n232 prox air a, backprime. At 1109, the device alarmed infuser idle 2 mins. Between 1113 and 1130, the alarm was silenced 4 times. Between 1131 and 1132, backpriming was attempted. At 1134, the device was turned off. A review of the device history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).